Event description:
Rptr states, "when the surgeon opened the monomer ampule, fragments of glass were coming out and mixed with powder during operation." There was no adverse consequence for the pt due to this event or delay in surgical or anesthesia time.

Manufacturer narrative:
Summary of evaluation: the MFR's evaluation suggests that some glass fragments upon opening are a normal occurrence. The MFR recommends opening the ampule away from the powder component.